Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. Customer's care taker ((B)(6)) is calling for her patient (B)(6). The customer is concerned with tests results from results obtained of 79mg/dl, 138mg/dl, 255 mg/dl. The customer's expected fasting blood glucose test result range is 130mg/dl-200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose result. During the call on (B)(6) 2016, a back to back blood test was attempted by the customer fasting and produced test results of 79mg/dl and customer declined the second blood glucose test. The product is stored according to specification. The test strip lot manufacturer's expiration date is 4/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: 79, 138, 255, 365, 139 mg/dl. Customer obtained a blood result of 79mg/dl fasting. Customer declined second blood test.